Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-01-08, information was received from a patient implanted for non-malignant pain. The patient reported that they are charging more than they used to. They stated that they used to charge every 2 or 3 weeks, but now they are luck if they charge every 5 days. They noted that now they usually charge every 2 or 3 days. The patient stated that they have been reprogrammed twice. They also switched to a new group and had increased parameters. Patient services reviewed how programmed parameters affect recharge interval. The patient confirmed that they charge their implantable neurostimulator (ins) to 100% full. They mentioned that their back is ¿eating them alive.¿ the change in therapy was considered gradual. The patient was redirected to their healthcare provider (hcp) regarding the issue. No further complications were reported or anticipated. On (B)(6) 2019, additional information was reported that the rep will be seeing the patient on (B)(6) 2019 to see if they can adjust the patient's parameters to improve recharging. The rep will also be discussing battery replacement with the patient at this visit. No further information was reported. On (B)(6) 2019, additional information received from a manufacturer's representative. It was reported that the patient had virtually no pain relief from the ins for about 6-7 months. They were once receiving relief but now nothing was helping. The patient charged approximately 6 hours per week and was tired of all the charging (considering how they had no pain relief). The patient used their therapy 99% of the time since the last programming session and notes that they did very well for approximately 2 years but now weren't getting relief. They used both hd and ld settings and in the past both gave them relief, but they used ld settings as they didn't want to charge so much. Program c was in the right spot but provided no relief. The patient was advised to turn off their ins until they had an appointment with their doctor to see if they noticed a difference. They complained of a new pain in their upper back as well as an increase in their restless leg issue. No further complications reported. On (B)(6) 2019, additional information was reported that programming adjustments have been made, but are not helping. They are currently discussing replacement. The increased recharging frequency as not been resolved. No further information was reported. On (B)(6) 2019, additional information was reported that no replacement has been scheduled at this time. The patient is being worked up by the md regarding their change in pain/other potential causes of the increased pain. No further information was reported. On (B)(6) 2023, additional information was received from the patient reporting that their previous implant was replaced because they had problems charging the implant and patient did not provide an event date. Patient stated it took forever to charge their previous implant and they would spend half a day charging the implant. Patient noted the new implant was a blessing.